Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, low pump flow was noted. As a result of the noted issue, the pump was removed and replaced with another impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. The product was returned, and the low pump flow was confirmed. The root cause of the low pump flow issue was verified to be biomaterial observed on the outflow cage and the impeller. This report is being filed as part of a retrospective review of historical records.